Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device did not provide a 12 lead ECG which caused patient care delay. It was also reported that the ECG port is discolored and disfigured. It was reported that the failure was observed while in use on a patient which caused a delay in patient care. No adverse patient impact was reported.